Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per additional follow-up with the customer, it was clarified that the cardiac output (co) measurement was performed via the ¿proximal injectate port¿ and the noradrenaline infusion was running via the ¿vip lumen hub¿. The patient was on the noradrenaline infusion due to a post-operative ¿response¿ to cardiac surgery.¿ once the co measurements were ceased, the patient¿s blood pressure returned to baseline. The exact lot number of the suspect device was unknown, though the customer provided 3 potential lot numbers from what remained of their shelf stock. A device history review has been initiated to document that the devices met all specifications upon distribution.

Manufacturer narrative:
A device history record review was completed for all three possible reported lot numbers and documented that the device met all specifications for each upon distribution. Potential lot number 61563690: UDI (B)(4). , (01)50690103003036(17)201029(11)181030(10)61563690; manufacturing date 11/02/2018; expiration date 10/29/2020. Potential lot number 61563689: UDI (B)(4). , (01)50690103003036(17)201028(11)181029(10)61563689; manufacturing date 11/02/2018; expiration date 10/28/2020. Potential lot number 61543343: UDI (B)(4). , (01)50690103003036(17)201004(11)181005(10)61543343; manufacturing date 10/08/2018; expiration date 10/04/2020.

Manufacturer narrative:
Our product evaluation laboratory received one model 831f75 swan-ganz catheter with a 1.5ml monoject syringe and non-edwards contamination shield. As received, all through lumens were patent without any leakage or occlusion. No fault messages showed up on the lab vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0°c when submerged into a 37.0°c water bath. The thermistor temperature reading was within specified accuracy, per the vigilance manual. The balloon inflated clear and concentric, and remained inflated for more than 5 timed minutes without leakage. The proximal injectate port location was measured at approximately 11.73 inches from the catheter tip. The proximal infusion lumen port location was measured at approximately 12.15 inches from the catheter tip. Both measurements were within specification. No visible damage was observed from the catheter body. A device history record review was completed for all reported lot numbers and documented that the device met all specifications upon distribution. The customer report of a flushing issue was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications associated with pulmonary artery catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are well documented in the literature. It is standard clinical practice to inspect these devices prior to use on a patient. The proximal infusion port should be turned off to the patient, by stopcock position or pausing the pump, before cardiac output measurements are attempted. In this instance, it appears that a bolus was pushed through while infusing medication, which could cause a bolus of medication to be delivered to the patient and may have caused the patient¿s blood pressure to change. The swan ganz catheter can be exchanged with a minimal delay in patient care and monitoring. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Possible lot number information: lot 61563690; manufacturing date (B)(6) 2018; expiration date (B)(6) 2020 lot 61563689; manufacturing date (B)(6) 2018; expiration date (B)(6) 2020 lot 61543343; manufacturing date (B)(6) 2018; expiration date (B)(6) 2020

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that an issue occurred while trying to obtain a cardiac output (co) measurement on a patient with a swan-ganz catheter. The patient was receiving an infusion of noradrenaline via the proximal infusion port at the time of the event. As the clinician was pushing a 10ml injectate bolus via the proximal injectate port, the patient's blood pressure dropped and the infusion pump alarm alerted for an occlusion. The noradrenaline infusion was obstructed for an unspecified period of time. The attempt to obtain co measurements was ceased and not performed on the patient again. The customer notified the edwards sales representative that the proximal injectate port and the proximal infusion port were very close together, ¿like only 1mm apart.¿ the swan ganz catheter was removed. There was no patient injury. Patient demographics were requested and not provided. The lot number was unknown.